Manufacturer narrative:
This report is submitted on 12 mar 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 7, 2022.

Manufacturer narrative:
The device was explanted on (B)(6) 2021 and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on 01 june 2021.